Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part numbers 414.834s 4.5mm ti cortex screw self-tapping 34mm, 414.836s 4.5mm ti cortex screw self-tapping 36mm, 414.840s 4.5mm ti cortex screw self-tapping 40mm, 480.900s ti dhs®/dcs® lag screw 12.7mm thread/90mm (jdo - appliance, fixation device, proximal femur), 412.123s 3.5mm ti locking scr slf-tpng w/stardrive recess/55mm-ster ( hsb - rod, fixation, intramedullary), and 412.152s locking screws with stardrive self-drilling, self-tapping 12mm, were reported but it is unknown which screw was involved in the complaint. 414.834s: k112583, 414.836s: k112583, 414.840s: k112583, 480.900s: k953607, 412.123s: k103002 and 412.152s: device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the products were used for femur trochanter comminuted fracture on (B)(6) 2014. The patient had a pain the next day. According to x-ray, the patient¿s bone cracked at the distal part. The patient continued to experience pain. On (B)(6) 2014, it was found out by x-ray that the fixation at the distal part was broken. The patient walked under weight-bearing control after the surgery. This report is for an unknown screw. (B)(4).